Event description:
It was reported that the patient's blood glucose level (bg) rose to 320 mg/dl while wearing the pod for longer than 48 hours. It was also reported that although the cannula was visible, the pink slide insert did not move forward, indicating that there was a needle mechanism failure. Additionally, it was reported that the cannula was bent. Information on treatment was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bent cannula needle mechanism failure or to determine its root cause and if it contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would cause a needle mechanism failure. The cause of the reported needle mechanism failure could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. A timeout was observed at the end of the pod run. The pod generated an 0x18 safety alarm indicating pod has reached empty reservoir. No damages or manufacturing defects were observed that would cause the pod to timeout. The cause of the high pulse width could not be determined.